Event description:
The customer reported that the pads cable is deteriorated and that it is not receiving the signal.

Manufacturer narrative:
(B)(4). The customer reported that the pads cable is deteriorated and that it is not receiving the signal. The unit was evaluated locally and the failure was verified. Replacement of the therapy cable resolved the failure. The unit passed all post-servicing testing and remains at the customer site.